Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 168 mg/dl. The customer stated they were attempting bolus before the alarm occurred. Customer stated the alarm occurred every time the bolus button was pressed. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.